Event description:
Customer reported the advantage system gave a blood glucose result of 274 mg/dl at a time when he was symptomatic of hypoglycemia. Ambulance was called, transported him to hospital. Hospital meter result an unspecified time later was 27 mg/dl, customer treated with IV, juice, food. A request was made for the return of the system and a replacement was sent.